Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [3005473391] by merit medical's systems inc, [1721504] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. 1600 west merit parkway, south jordan, ut 84095, 801-253-1600. Corrections to egs medwatch report: b.7 history updated to include: hiatal hernia, gerd, abdominal surgery. D6a - implant date added. Updated g code to 788. Replaced d code to include 67. H.1 updated to reflect patient death. H.8 updated to reflect [x] initial use.

Event description:
Within weeks prior to the ctif procedures, a patient underwent a surgical operation in the abdomen area. Following the procedure in the abdomen area a patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure conducted laparoscopically, followed by a transoral incisionless fundoplication (tif) procedure). Following both procedures, a patient experienced a post procedures event. The patient was diagnosed with sepsis on an unknown date and subsequently passed away on an unknown date.

Manufacturer narrative:
The physician is not alleging a product malfunction causing or contributing to the adverse event. This is being reported as the death of a patient due to sepsis sometime after the procedure was completed.